Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown. The patient is scheduled to see hcp today at 2:30pm. The device will be turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence urinary dysfunction (incontinence, urgency, and/or frequency) it was reported that they received a message from the patient stating, "I keep falling and tripping; it feels like something is pushing me from the inside, exactly the place the device is inserted.". Its as if a hand is inside me pushing me off balance." Additional informtion was received from the  patient who  said that they are having a strange problem that has gotten worse in the last week or two. The patient said they are falling and feeling like they are being pushed when they are walking, and it is coming from the exact area where the medtronic device was put in. The patient also said that yesterday they were tripping 6-7 times, and if their body is in the wrong position it feels like someone has a hand on their hip and is pushing them forward. The patient saw a healthcare provider today, not for this problem, but for a related problem of having both urinary and fecal incontinence. The patient mentioned that they called their representative and were told to call patient services. Reviewed therapy information and general programming guidance. The reviewed patient always has the option to turn therapy off and monitor issue. The patient was redirected to their health care provider to further address the issue. The patient mentioned they had feedback on the my journey app and that they wish it had a notes section.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.